Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/17/2021. H6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/17/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Yes the needle was removed during the procedure. What tissue/location was suturing when pull-off occurred? Distal graft anastomosis. Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? The surgeon has to re-initiate the vessel anastomosis due to full of event. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got disconnected from needle while suturing. No adverse patient consequences were reported. Additional information was requested.